Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 452, 381, 340 and 447 mg/dl. Customer was also comparing results obtained using the truetrack meter to another device, and stated the truetrack results were higher; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result is less than 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/22/2022 and the test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).